Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The device had no damage or anomalies observed. The device was detached from the neutron mating device and leak tested using a hydrostatic pressure pump. A leak was observed from the filter vent at about 1.5 pounds per square inch (psi). The set was flushed, and the filter was attempted to be dried out by running air through the set for 5 minutes. The set was again leak tested at 45 psi and a leak was observed from the filter vent at 45 psi. The leak was observed to be smaller than the first leak observed. The most likely/suspected cause of the issue was a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leaking from the filter. The event occurred while in use with patient. There was no patient harm/adverse event reported.